Event description:
It was reported that this left ventricular (lv) lead was explanted due to a dislodgement. The dislodgement was evidenced by loss of capture (loc) noticed during follow-up. A new lead was implanted successfully. No additional adverse patient effects were reported.